Event description:
Additional information received from a manufacturer representative reported that there were no functional issues with the system and the fluctuation in the output voltage was found during routine voltage checks.

Manufacturer narrative:
Product ID: bi71000226, serial/lot #: (B)(6)/ gr10476 product ID: bi71000450, serial/lot #: (B)(6)/ gr 10476 h3: a medtronic representative went to the site to test the equipment. Testing revealed that when checking output voltage from ps1, the 5v dc had drifted and was low at 4.8 v. The ps1 power supply and starter pcb/stator cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation of bi71000226 found no failure. The generate was installed in a system. The system booted and readied multiple times. Charging and communication was successful and 2d/3d images were acquired. The hardware investigation of bi71000450 found the power supply failed. The power supply was tested and failed bench testing. Output voltage drifted to 5.85 v dc and was higher than expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000576, serial/lot #: unknown. Product ID: bi71000450, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that were receiving a low voltage reading on the ps1 power supply. Tried to increase it above 5 and it was not possible. No patient was present during complaint.